Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and 95% stenosed distal left circumflex. A 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion for pre-dilatation and when inflated to 7 atmospheres the balloon ruptured. The device was removed from the anatomy without resistance. A new trek balloon catheter was used for pre-dilatation and a non-abbot stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: launcher 7f jl4.0. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. This type of mechanical damage suggests that the balloon likely ruptured due to interaction with the lesion site which was described as heavily calcified. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.